Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiratory proportional valve and the bellows were replaced to resolve the reported issue.

Event description:
The hospital reported that during a procedure, the system reported a fault and stopped being available in automatic mode. There was no report of patient injury.